Event description:
It was reported the patient experienced a shocking or jolting sensation. The implantable neurostimulator (ins) was "acting kind of funny." When the patient turned it on and turned in certain positions, it would get stronger and "zap" the patient. The issue began 3-4 months ago, and it was a gradual onset. There were no falls, trauma, or anything out of the ordinary when it first started. The issue had gotten worse, but the patient had not spoken to the healthcare provider (hcp). The patient had been without a pain management stimulation doctor for 1-2 years and his primary care physician was the one who had been doing all the pain pill needs. No symptoms or outcome was provided regarding this event, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37742, serial# (B)(4), product type: programmer, patient. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3998, lot# lb0605, implanted: (B)(6) 2003, product type: lead. (B)(4).